Event description:
International affiliate reports the tip of the polyaxial screwdriver broke off from the instrument. The condition was noted during returned loan kit inspection. It is not known when or where tip breakage occurred.

Manufacturer narrative:
Visual inspection noted screwdriver tip had snapped off from the instrument. A review of the device history record found no issues were identified during the manufacturing and release of this product that could have been attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. Although no definitive conclusions can be made, the observed damage suggests that the driver tip most likely snapped off due to wear and tear from usage over time. The instrument has been in the field for approximately eight years. In the absence of an identified device manufacturing/release issue or observed trend, this complaint will be closed with no further action required.

Manufacturer narrative:
A follow up report will be filed upon receipt of the instrument and completion of the evaluation.